Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that matrix drawer was not detected on the bus. The field service engineer (fse) replaced the controller board with a newer version but were unable to upgrade the firmware through diagnostics or the application. After consulting with customer, it was determined that the newer control board required a firmware update. The fse manually installed the firmware and rebooted the station, but the drawer failed to lock after unlocking. A second control board and all sensors were then replaced but the issue persisted. Finally, the fse installed new drawer from a spare station, and the drawer was successfully detected and fully operational, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.